Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - complaint confirmed via inspection of the unit. Unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. General cleaning and maintenance performed and worn internal parts were replaced. Root cause - complaint confirmed via inspection of the unit. There was movement present in the lock and the index knob and lock needed new components added to replace worn internal parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the lock on the mayfield triad skull clamp (a1108) would not stay locked or hold when patient was moving. This occurred during a procedure with no patient harm, and delay in surgery is unknown.